Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in the safety mechanism didn't disengage properly. There was no report of patient impact. The following information was provided by the initial reporter: needle would not fully disengage from catheter. Catheter had to be removed from patient and retuck.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in the safety mechanism didn't disengage properly due to the needle being adhered to the catheter. There was no report of patient impact. The following information was provided by the initial reporter: needle would not fully disengage from catheter. Catheter had to be removed from patient and retuck.

Manufacturer narrative:
The following fields were updated due to additional information: b5: it was reported while using bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in the safety mechanism didn't disengage properly due to the needle being adhered to the catheter. There was no report of patient impact. The following information was provided by the initial reporter: needle would not fully disengage from catheter. Catheter had to be removed from patient and retuck. D10: device available for eval? Yes. D10: returned to manufacturer on: 11jul2023. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 20ga x 1.25in. Nexiva unit from lot number: 3059786. The unit was received retracted, but not decoupled. An attempt was made to decouple the device, but it appeared to be stuck. After forcefully decoupling the device, dry adhesive was discovered on the adapter, and damage to the inside of the tip shield was discovered. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the adhesive dispensing station. 100% adhesive depth inspection with automatic feedback loop to adjust the amount and in-process sampling are in place to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 1710034-2023-00650 was sent in error. Catheter bonded to needle (tip adhesion) is not considered to be a reportable malfunction. MFR#: 1710034-2023-00650 is void as a result. H3 other text: na.